Event description:
It was reported that an iodine leak was observed during use of a minicap transfer set; further described as "the iodine was leaking from side when minicap closed, and it was happened again after cleaning for a while". This occurred after a scheduled device replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted damage on the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed with an in lab mini cap attached to the female connector and a leak was observed between the female connector and mini cap. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damage was due to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.